Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt got a new controller and since then it fritzed out. The controller worked fine for a few times but now pt could not charge the implant. When the pt reset the controller all they were just getting the hello screen. Pt could not access their therapy screen. Pt noted the last time they used the recharger (rtm) the ring got pretty warm. When pt connected the recharger the controller did not recognize the rtm was plugged in and pt was getting a steady red light. An email was sent to the repair department to replace the rtm. Patient called stated they received the new controller, battery pack and rtm. Patient confirmed controller is power on. Patient stated they get the set up screen and he selected implant, screen shows connect the recharger, patient connect the recharger and nothing comes up on the screen. Patient tap on the x on the top right corner of the screen and screen goes back to set up screen. Ps confirmed patient is using the new external devices. Ps consulted with repair and technical services (tss). Ps reviewed device function and recommend patient contact hcp for assistance. Pt called back and said they had met with the manufacturer representative (rep) who was determined that the pt's controller was defective. Pt said the rep gave them a loaner controller that was now working fine for them. Pss sent email to repair for controller rep lacement.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger; a "no device found" message was seen and there was a loose cable at the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.